Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via web self-services that a skin reaction occurred. The wearable was inserted into the thigh, which is off label usage of the device. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient developed redness, inflammation, and an infection at the needle puncture site. On the same day, the parent took the patient to the emergency room (ER). In the ER, the nurse administered IV medication (unspecified) and obtained blood and a wound culture for infection testing. The patient was diagnosed with cellulitis and was discharged home on the same day with a course of prescription oral antibiotic medication (amoxicillin 5 ml, twice a day every 12 hours for 10 days) for the infection. At the time of the follow up report on (B)(6) 2025, the reporter stated the wound had already healed and the patient was doing well. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.